Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: h6 - health effect - clinical code. H6 - health effect - impact code. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1 h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that a long fragment of hardened cement was observed. Photo quality is poor, however, with information and photo evidence provided, the reported event can be confirmed. However, a complete potential cause cannot be established. Surgical technique verticem v+ was reviewed and the following relevant statements and warning were found at page 19 and 20: warning: closely monitor the cement injection under fluoroscopy to reduce the risk of cement leakage. Severe leakage can result in death or paralysis. If cement leakage is observed during the procedure, stop injecting and consider the following: wait for the cement to harden, reposition the needle, adjust the needle direction, or stop the procedure. If desired, continue cement injection slowly and carefully evaluate for further leakage. If further leakage is observed, cease cement injection. It is important to note that the force necessary to inject the cement increases with time. Moreover, the force necessary to inject the cement with the smaller syringe is lower. It is therefore advised to use the 2 ml syringe first. Switch to the 1 ml syringe as soon as the force with the 2 ml syringe seems to be too high to inject the cement. At the very end of the injection phase, the trocar can be used to carefully push the cement volume present in the needle forward. Please refer to the device/country specific IFU for specific information on intended use, indications, contraindications, warnings and precautions and potential adverse events. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a t2 meta performed on (B)(6) 2024. Fusion range: c7-t4. In the surgery, after the screw in question (f6.0-30mm) was inserted, the surgeon checked the CT. The screw trajectory was fine and the cement in question was injected. The injection started at 8 minutes 30 seconds. The surgeon injected the cement while looking at the image. The cement leaked from the right vertebral vein of t3, passing through the right atrium to the right ventricle, and a portion of the cement flew into the pulmonary artery and left upper lobar branch of the lung. The cement injection was the third one, so it took about 11 minutes. The injection volume was 2.0 cc. The cement, which was stopped in the pulmonary artery, was removed by a cardiovascular surgeon through open chest (under artificial heart-lung). The cement in the left upper lobar branch of the lung was not removed. The surgery was completed successfully with over 30 minutes surgical delay. After the surgery, the surgeon commented the followings. He did not notice when the cement leaked. The cement injection volume for the upper thoracic spine should have been 1.0 cc. Per surgeon the cause could be a large injection volume and strong injection pressure. Patient outcome is reported as stable and doing well. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).